Event description:
It was reported that approx. 2 hours after insertion, the iabp experienced helium loss alarms. Blood was also identified in the balloon. The iab was exchanged. There were no reported patient complications.